Manufacturer narrative:
On february 6, 2019, additional information was received on the event. It was reported that the patient's outcome was improved. The physician did not attribute the causality of the event to the biosense webster, inc. Product but to the procedure. The generator was used in power control more and there were no errors observed on any biosense webster, inc. Equipment during the procedure. Product complaint # (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 30101014l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring no medical/surgical intervention. Post-procedure, the patient¿s blood pressure dropped. Mild cardiac tamponade was confirmed. The physician performed a follow-up observation. Pericardial drainage was not performed. It is unclear if it was venous blood or arterial blood because blood collection was not performed. There's no information regarding extended hospitalization or patient's outcome. The physician did not attribute the causality of the event to the biosense webster, inc. Product. The causality relationship is unknown. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.